Event description:
The es(B) (4) study with patient (B) (6) indicated that post index procedure, the patient experienced hydrocephalus and the patient died. The death occurred due to low cerebral flow with massive cerebral edema 4 days after the procedure. The patient was admitted for the index procedure with an acutely ruptured aneurysm less than one month with a (B) (6) of neurological surgeons scale ((B) (6)) of IV (stupor, moderate to severe hemiparesis, possible early decerebrate rigidity and vegetative disturbance and a modified (B) (6) scale of 5 (severe disability, bedridden, incontinent, and requiring constat nursing care and attention). The patient did not have history of previous subarachnoid hemorrhage. The aneurysm was located in the right vertebral artery with a height of 8mm, sac width of 4mm, and a neck of 6mm. The 28mm enterprise vrd was placed, and the procedure was stopped because treatment was achieved. There was no adverse event after the implant, but there was residual aneurysm. The patient received aspirin and heparin pre and post procedure. The report indicated that the modified (B) (6) scale was 6 which indicate that the patient expired.

Event description:
This pt was being treated for a mild infection. He has undergone multiple revisions. The pt - I & d of the shoulder and then had the glenoid shell & insert removed. A new set of components were then implanted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received from the site indicated that the death of the patient was not related to the stent setting but was due to cardiac arrest followed by late resuscitation. Additionally, the patient was admitted with rupture aneurysm, and as previously reported, the neurological scores were high and the patient was already in comatose state prior to the procedure. The event does not meet the criteria for reporting and therefore, no further reports will be forthcoming.

Manufacturer narrative:
Note: lake region lot number 01413169 is cordis lot number 13471686. Per lake region report (B) (4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01413169. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.6 months. On 04/20/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided.